Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the thigh cuff had a leak. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Upon review, it was determined that zimmer biomet does not hold responsibility as the manufacturer for this device. Additionally, this device did not cause or contribute to serious injury. Therefore this is not reportable; the initial report was forwarded in error and should be voided.

Event description:
Upon review, it was determined that zimmer biomet does not hold responsibility as the manufacturer for this device. Additionally, this device did not cause or contribute to serious injury. Therefore this is not reportable; the initial report was forwarded in error and should be voided.